Manufacturer narrative:
Date rec'd by MFR: 14aug2019. The reported failure was verified. The oxygen accuracy test failed with the submitted solenoid. The root cause of failure was determined to be the leaking solenoid due to debris between the sealant o-ring and body. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09may2019. (B)(4). The manufacturer¿s international service technician confirmed the reported issue. There was a lot of high pressure leak and it was non-conforming at the test. The manufacturer¿s international service technician replaced the defective solenoid oxygen valve to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported (gas delivery system) gds leak. The device was not in use at the time of the reported event; therefore, there was no patient involvement.